Event description:
It was reported that this right ventricular (rv) lead has exhibited gradual declining pace impedance measurements from 252 ohms approximately six months ago down to measurements that are intermittently less than 200 ohms, which is low out of range. Boston scientific technical services (ts) provided guidance to interrogate the associated device to reset the out of range alert, test the lead and look for noise, and then determine what the physician wants to do. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.